Manufacturer narrative:
Ftir (fourier transform infrared spectroscopy) analysis was performed in the returned particle. The infrared spectra for the particle exhibited infrared absorbance bands consistent with those typical of polysaccharides. It was concluded that both particles were composed of a polysaccharide such as sodium hyaluronate. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that after inserting the intraocular lens (iol) in the eye, a thin string-like white material attached to the posterior surface of the iol was noticed during irrigation/aspiration (I/a). The material was attached about one quarter of the way from the edge of the top left hand quadrant of the iol. It appeared to be about 1.5 to 2mm in length. The surgeon used the I/a handpiece to vacuum away the material. It seemed to have left a slight marking shaped like a small line on the iol; however, this was not entirely clear. No additional information was provided to abbott medical optics.

Manufacturer narrative:
The concomitant product for (ophthalmic viscosurgical device) ovd used for this procedure was alcon provisc. Device evaluation: the intraocular lens remains implanted. The foreign material was removed by irrigation/aspiration; therefore, no material was available for evaluation. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.